Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse and cystocele. It was reported that following insertion the patient experienced pain, infection, urinary and bowel problems. (B)(4) ¿urinary/bowel problems.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia x8, left groin and vaginal pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (b)(64) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent gastrostomy(peg) tube placement on (B)(6) 2013.

Manufacturer narrative:
Additional narrative: it was reported that the patient died on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07329. The same patient is represented in each medwatch.